Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) after experiencing an elevated blood glucose (bg) level of 303 (mg/dl) and large ketones. Customer was treated with intravenous insulin/insulin drip to stabilize bg levels. Customer was released from ER approximately 6 hours later with bg levels stabilized.